Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the root cause of the connecting tube peeling the coating (more than 1 mm2) was during device handling by the user, physical stress/chemical stress were applied to insertion section. Based on the results of the investigation, and the information provided it is confirmed that foreign material adhered in objective lens, control section and scope connector from provided photos by (sales) service business center. However, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: "3.2, inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited coating peeling in the connecting tube. Foreign objects were found in several parts of the insertion section, including adhesive around the objective lens, the distal end, and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.